Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, and an episode of what appeared to be brief atrial channel oversensing of ventricular signals. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.